Manufacturer narrative:
The reported event was confirmed by the rep. Manufacturing files were not reviewed because no parts or lot # were provided. It was reported that the screws were self-drilled. The device surgical technique states "use of the screw hole preparation instruments including the fixed or variable drill guides, all-in-one drill guides or punch awl with sleeves is required to place screws in the proper trajectory, help prevent damage to implants, difficulty locking the blocker, or locking mechanism malfunction." The probable root cause is not using the recommended instruments above. Device not returned.

Event description:
Surgeon was performing a c5-c7 acdf with the plate system. Surgeon was tightening a 4.35 self tapping screw at c7 when a spring bar at c5 popped up. Surgeon removed that plate and applied another to finish the case. No adverse consequences were reported.

Event description:
Surgeon was performing a c5-c7 acdf with the plate system. Surgeon was tightening a 4.35 self tapping screw at c7 when a spring bar at c5 popped up. Surgeon removed that plate and applied another to finish the case. No adverse consequences were reported.